Manufacturer narrative:
(B)(4); batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If the device, or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please provide more details to "stapler pins depolid before firing"? Yes, staple pins were deployed before firing. Did the device deliver any staples? Yes, the device delivered some staples. If yes, were the staples formed properly? Staples were not formed properly.

Event description:
It was reported that during an unknown procedure, intra operative at the time of firing, stapler pins deployed before firing. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2021. D4: batch # p55x5k. H6: component code =g04. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45w reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The cut line was complete and the remaining staples meet the staple form release criteria. However, 2 staples were noted to be missing along the staple line, these staples do not create a fluid path. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.